Manufacturer narrative:
A product investigation was completed: the complaint condition for the 242.126 lot number 7581539 4.5mm lcp proximal femur hook plate was likely caused by fatigue from a nonunion; however, this complaint is not a result of any design related deficiency. No product issue was identified in the complaint or noted upon examination of the returned two unknown locking screws, two unknown cortex screws, and two unknown cerclage positioning pins. Per the technique guides, the 242.126 4.5mm lcp proximal femur hook plate is an implant routinely used in the 4.5mm lcp proximal femur hook plates system. The two returned unknown locking screws, two unknown cortex screws, and two unknown cerclage positioning pins were received in good but slightly worn condition consistent with implantation. No product issue was identified in the complaint description or noted upon examination for these products. Therefore, a review of the risk assessment is not applicable for these devices. The device was returned and reported to have broken postoperatively. This condition is confirmed; the plate has broken along a roughened fracture surface at the seventh most proximal combi hole. It is likely that a nonunion has led to this complaint condition. The nonunion may have been caused by patient noncompliance, the patient¿s advanced age, or another unreported comorbidity. The device was manufactured in january 2014 and is over a year old. The balance of the device is in fair condition consistent with implantation. The relevant drawing was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. The condition of the returned device does agree with the complaint description. Whether the complaint condition for this device can be replicated is not applicable for this condition. The risk assessment adequately addresses the complaint event. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient initials are (B)(6). Patient weight is unknown. Date of postoperative plate breakage is unknown. Device history review: manufacturing date: january 21, 2014. A review of the device history record (DHR) revealed no complaint related anomalies. The DHR shows this lot of 4.5mm lc proximal femur hook plates was processed through the normal manufacturing and inspection operations with no rework or non-conformance noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material DHR revealed this lot met all specifications with no non-conformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: it was reported that the plate broke at a screw hole where no screw had been inserted. The revision surgery was performed on (B)(6) 2015 during which the broken plate, four (4) intact screws, three (3) intact cerclage positioning pins, and three (3) intact cables were removed without incident. This report is 1 of 1 for (B)(4).

Event description:
It was reported that a proximal femur revision surgery was performed on (B)(6) 2015 status post a re-fracture at the same level; the patient appeared to have a non-union. The original surgery occurred approximately 8 weeks ago in which the patient was implanted with a proximal femur hook plate to address a peri-prosthetic fracture distal to a total hip replacement. During the revision surgery the hardware was removed without difficulty and the patient was implanted with a new plate and screws, cables, and bone grafting. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Original implant date unknown the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.